Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. A supply change was performed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.